Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is part of an implanted system that exhibited a low shock impedance measurement.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Field follow-up confirmed root cause of the low impedance value. During the time of the low impedance reading the patient with this device was operating a welding machine. No adverse effects were reported and all other lead measurements were normal and within range and stable.